Event description:
The flush test passed, but the doppler showed an orange symbol throughout the entire case. The user confirmed venous access. Svc dop pler signature noted, p-waves elevated. Catheter was placed. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). One vps g4 delta precision stylet assembly was returned. The report "flush test passed, doppler was an orange symbol throughout the entire case. Confirmed inserter had venous access. Svc doppler signature noted, p-waves elevated. Left catheter in. Doppler failure" was not confirmed by evaluation of the returned vps g4 delta precision stylet assembly. A visual examination revealed kinks in the stylet body at approximately 1 3/4 inches from the end of the stylet jacket and 22 1/4 inches from the distal tip. During functional testing, a clear doppler signal was visually and audibly displayed during the flush and during the procedure. The yellow triangle, green arrow, and orange stop symbols displayed as intended. During electrical testing, the peak-to-peak echo signal measured 1786 mv, indicating the stylet has acceptable doppler functionality. Manipulation of the kinked areas did not affect the display of the echo signal. The test results are acceptable. The reported event was not reproduced. No problem was found with the returned sample. A device history record review of the stylet was performed and did not reveal any manufacturing related issues. The complaint could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
The flush test passed, but the doppler showed an orange symbol throughout the entire case. The user confirmed venous access. Svc doppler signature noted, p-waves elevated. Catheter was placed. No patient injury or complication reported. The patient's condition is reported as fine.